Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (3.8mm) failed to deploy in the aorta. It loaded correctly. The blue slide lock was engaged. The white plunger was pressed. No procedural delay. Another heartstring device was used successfully to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Only the delivery device was returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device. The white plunger on the delivery device was completely depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was observed to be in a deployed open state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed the lot # 3000299721 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (3.8mm) failed to deploy in the aorta. The device was loaded correctly and slightly protruded from the straw. The blue slide lock was engaged. The white plunger was pressed. No procedural delay. Another heartstring device was used successfully to complete the procedure. There was no patient injury.